Manufacturer narrative:
Conmed contacted (B) (6) county cardiology and spoke with (B) (6), dr (B) (6) nurse. She informed conmed that the tech who had set up the client for the holter monitor placed the cleartrace ECG electrodes on the client. The tech then noted the adhesive allergy on the pt's chart and removed the cleartrace electrodes replacing them with paper tape patches. The pt told the tech that when the paper patches were used on her in the past they never get a good tracing and she insisted that the cleartrace ECG electrodes be reapplied for the holter monitor diagnostic testing. Product is not being returned to conmed and the lot number that was utilized is unk. Conmed contacted the pt's dermatologist, dr. (B) (6), and faxed the chemical components of the adhesive and the ECG gel to her attention as well as the product's msds and biocompatibility report. The dermatologist feels this is an intensified reaction to the adhesive utilized in the ECG electrode. Conmed believes this product performed to specifications and did not have any manufacturing defects. Conmed does not consider this injury as a direct result from utilization of our dispersive electrode. Conmed is considering this complaint closed.

Event description:
It was reported by the pt that -"on (B) (6)2010, went to (B) (6) county cardiology, (B) (6), dr. (B) (6), nurse (B) (6). Was set up for a holter monitor. Per pt she had a bad skin reaction, raised blister like sores under the ECG electrodes with intense itching at the sites. Over the counter medications did not help. Was placed on steroid cream and after five (5) days of treatment reaction started to disappear." Pt also stated that she has an adhesive allergy.